Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. No additional patient or event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A probable cause could not be determined. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.